Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01258 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient over (B) (6)). According to the complainant, an ablation was performed with intravenous anesthesia on a 3cm tumor. After inserting the electrode through the metal echo guide, the needle was advanced to the target lesion. Six ablations were performed at 40 to 60w using the multiple deployment method. However, during the ablations, the handle became hot near the proximal cannula so the procedure was stopped at the sixth ablation. One day after the ablation, reddening was noted at the puncture site. It is unknown how or if the patient was treated for the reported reddening. Requests for additional information have been unsuccessful to date.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01258 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (female patient over 18 years old). According to the complainant, an ablation was performed with intravenous anesthesia on a 3cm tumor. After inserting the electrode through the metal echo guide, the needle was advanced to the target lesion. Six ablations were performed at 40 to 60w using the multiple deployment method. However, during the ablations, the handle became hot near the proximal cannula so the procedure was stopped at the sixth ablation. One day after the ablation, reddening was noted at the puncture site. It is unknown how or if the patient was treated for the reported reddening. Requests for additional information have been unsuccessful to date.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B) (4).